Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. The returned sample revealed that was received, one open box that pertained to product code w9121. Upon the visual inspection of the received box, it was found that contained eleven packets. This product must contain twelve packages per box. In addition, it was noted that the film was torn. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent unknown procedure in (B)(6) 2024 and suture was used. Prior to use, it was reported product had 11 eaches in the carton box. Upon the visual inspection of the received box, it was found that box contained eleven packets. This product must contain twelve packages per box. There were no patient consequences reported. No additional information was requested at this time.